Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Further information was received indicating that the patient underwent full replacement surgery on (B)(6) 2016. The generator was replaced due to end of service and the lead was replaced due to low impedance. The patient¿s vns system was tested upon connection of the new lead to the new generator and system diagnostics returned impedance results within normal limits with 1263 ohms. The explanted devices were returned to the manufacturer on 03/25/2016. Analysis of the returned generator is underway but it has not been completed to date. Analysis of the returned lead portions was completed and a condition was observed that could potentially contribute to the reported ¿low impedance¿ allegation. The bare and exposed conductive coils may be a contributing factor. During the visual analysis, abraded openings were observed on both of the inner silicone tubes. The quadfilar coils appeared to be bare and exposed in the areas of the abraded openings. Abraded openings were not observed on the outer silicone tubing. The slice mark found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. The abraded openings found on the inner silicone tubes and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the inner silicone tubes. What appeared to be white deposits were observed in various locations. Eds (energy dispersion spectroscopy ¿ provides chemical or element identity/composition analysis) was performed on the deposit observed on the inner silicone tubes and identified the deposit as containing silicon, phosphorus, sodium, magnesium and calcium. With the exception of the abraded openings observed on the inner silicone tubes, the condition of the returned lead portions is consistent with those that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is evidence to support the ¿low impedance / short circuit condition¿ allegations.

Event description:
Analysis of the returned generator was completed. An end of service (eos) warning message was verified in the product analysis laboratory (pa lab) and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. The reported eos allegation was duplicated in the pa lab. During the bench interrogation (at approximately 0.5 inches between the pulse generator and the programming wand) the pulsedisabled and eos warnings were set. The pulsedisabled byte would not reset. Therefore, the system diagnostics and final electrical test could not be performed. The data in the diag accum consumed memory locations revealed that 119.305% of the battery had been consumed. The post burn-in electrical test results show that the pulse generator module performs according to functional specifications, except that the c4 capacitor is out of specification. Based on engineering testing, this decreased capacitance condition is an expected event for an aged capacitor of the type used for c4, as the manufacturing test limits for c4 value do not take aging into account. This condition does not indicate a failure of the device or the component, and is not expected to have an adverse effect on battery longevity. A battery life calculation resulted in 0.0 years remaining before the near eos flag would be set. An incomplete programming/diagnostic history (2.5 year gap) indicates the estimation does not use all the data required to make an accurate estimation. Other than the noted events (pulsedisabled and c4), there were no additional performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was noted that during a review of diagnostic history for an effectiveness check associated with a MFR investigation, the following generators were noted to have received an impedance measurement <600 ohms indicating the potential presence of a short-circuit condition. At the moment good faith attempts to obtain add'l info have been unsuccessful to date.